Event description:
It was reported that a novasure procedure was performed on a 45-year-old patient, with a history of breast cancer, on (B)(6) 2025. Following the procedure, it was reported that the patient experienced a sensation that a piece of plastic has exited her body during a toilet visit. The patient later developed fever and abdominal pain on (B)(6) 2025 and contacted the clinic. The patient contacted the ward on (B)(6) 2025 and described tingling around the hips and chills with the temperature being 38 celsius. The patient called again after taking paracetamol and now the temperature was 39.3 celsius. The patient reported this to be happening since the day of the ablation until the call. The patient also reported seeing a spiral shaped object pass in the toilet a few days prior and questioned whether this could be the instrument left behind during the procedure. The object could not be retrieved and the patient reported a spiral-shaped object. The on-call gynecologist advised that instrument retention is highly unlikely but recommended monitoring symptoms. The patient was evaluated and diagnosed with suspected endometritis and was started on antibiotics. Approximately one month later, the bleeding persisted, and fever persisted and there was an increased foul-smelling discharge causing worry to the patient. A diagnostic hysteroscopy on (B)(6) 2025, showed no signs of foreign material and no plastic piece was found inside the cavity, endometritis was observed but quick recovery after 3 days of antibiotic. The patient reported on (B)(6) 2025, improvement after antibiotic treatment and returned to normal temperature. According to the patient, the plastic like piece was seen but she did not retrieve it. The physician and staff reported that they do a routine examination of the instrument after each procedure and did not notice any malfunction with it. Follow up after hysteroscopy indicated the patient recovered well with no pain or additional complications and the fever went within three days of the antibiotic treatment. Patient did not want further contact and reported would get in touch if needed. No other information received.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Additional information: the patient has never had an intrauterine device (iud), (B)(6), nor essure coil. It was not the seal as the device was checked after procedure. No other information received.